Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd plastipak luer-lok syringe while drawing up "bevacizumab (citostatic) injection fluid".

Event description:
It was reported that foreign matter was found in the bd plastipak¿ luer-lok¿ syringe while drawing up "bevacizumab (citostatic) injection fluid".

Manufacturer narrative:
Investigation summary: no samples have been received for investigation. Ten retained samples of 30ll lot 1802208 are evaluated. Upon visual inspection of these retained samples, no foreign matter can be observed in any of them. DHR of lot 1802208 has been reviewed not finding any annotation or deviation regarding the alleged defect. Manufacturing area for 30ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. Assembly station of this manufacturing line has a blowing system to reject foreign matter inside the barrels before assembly process to plunger. In addition, equipment of manufacturing line is regularly cleaned according to procedure jg-039: - once per shift or during any long stop of the manufacturing line. - always any kind of contamination or potential contamination is detected in areas in contact with the product. - during mechanical maintenance of the line. - also critical points: during programmed stops of molding machines. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection molding: 2 injections per shift. Printing: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2. Functional inspection printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Since no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, and no foreign matter has been found in retained samples evaluated, the root cause of this incident cannot be determined.